Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient used to have 100% relief from therapy. The patient¿s first implantable neurostimulator (ins) was an 8 year battery and the patient would like to know how many years the current one would last. It was stated that the patient was ¿running like (B)(4).¿ the patient¿s symptoms came back about a year ago. The patient had 2-3 bladder infections and she came out of critical care. The patient had been working with the manufacturer representative and was currently on program 3 at 1.8 volts. The patient wanted to increase stimulation because that seemed to help her symptoms, but the manufacturer representative did not want the patient to do so. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v098557, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).